Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0274771. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the top web packaging blister. The printing on the top web has missing or partially printed the, "in USA." It could be possible for this defect to occur if the printer head may have needed to be cleaned inducing the top web printing issue. The printers on the production lines were inspected finding them all printing correctly. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the first layer of bd luer-lok¿ tip syringes in 4 boxes had the words "in" or "USA" erased from their labels. The following information was provided by the initial reporter: "during the first article inspection we found that the first layer of syringes of the 4 boxes received have erased the "in" or "USA" letters on the pouches, the rest of the layers do not show that issue."